Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occured. All efforts to regain the femoral artery (fo) arterial pressure (ap) were unsuccessful. Although the inner lumen of the intra-aortic balloon (iab) was patent, it showed a very damped and poor ap waveform.there was no harm to the patient and therapy was not interrupted.

Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d1, d3 (manufacturer), d7a, d8, f14, g1(contact office). The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter, between the catheter and the sheath. The returned non-maquet sheath was over the catheter. One kink was observed on the catheter tubing and inner lumen approximately 76.2cm from iab tip. The optical fiber was found to be broken within a kink approximately 76.2cm from the iab tip. The inner lumen was found to be occluded. The occlusion was not able to be cleared. The reported failure was confirmed by the evaluation. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint ID no.: (B)(4).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2. Corrected fields: d4(expiration date, UDI#), h4.